Manufacturer narrative:
This report is for an unknown plate/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ring, d., perey, b.h., and jupiter, j.b. (1999), the functional outcome of operative treatment of ununited fractures of the humeral diaphysis in older patients, the journal of bone and joint surgery, vol. 81-a (2), pages 177-190 (USA). The aim of this study is to investigate an operative technique of plate-and-screw fixation that is modified to address osteopenia and relative or absolute loss of bone in older patients. Between december 1990 to june 1996, a total of 22 patients with an average age of 72 years (range 60-85 years), were included in the study. Surgery was performed using a broad, 4.5-millimeter dynamic compression plate in 8 patients; a narrow, 4.5-millimeter titanium limited-contact dynamic compression plate in 6 patients; a titanium blade-plate in 8 patients; an additional eight-hole, 3.5-millimeter limited-contact dynamic compression plate in 1 patient (synthes). The following complications were reported as follows: a (B)(6) year-old female had lucency around some of the screws and a fracture line still visible on radiographs at the most recent follow-up evaluation. The patient was followed for a limited duration due to death. A (B)(6) year-old male patient died. An (B)(6) year-old female patient died. An (B)(6) year-old female patient died. A (B)(6) year-old female patient had fibrous union. A (B)(6) year-old female patient had stitch abscess. A (B)(6) year-old female patient had transient radial nerve palsy but had complete recovery in six weeks. A (B)(6) year-old female patient had undergone blood transfusion. An (B)(6) year-old female patient had a fibrous union. A fracture line was still visible on the radiographs. A (B)(6) year-old female patient had a decreased in comparison with the contralateral extremity, and the internal rotation was considerably restricted. A(B)(6) year-old female patient had a minimally displaced spiral fracture of the supracondylar region distal to the plate. The fracture healed after it was treated with a functional brace. A (B)(6) year-old female patient had severe worsening of dementia, was unable to care for herself, and moved to a skilled nursing facility two years and six months after the procedure. The complaint involves 28 devices. Due to a limit of impacted products per complaint, this complaint will be captured under 3 separate complaints as listed below: (B)(4) - this complaint will include 9 devices - 4 plates, 4 cancellous screws, and 1 schuhli (1st pc). (B)(4) - this complaint will include 10 devices - 6 plates, 3 cancellous screws, and 1 screws (2nd pc). (B)(4) - this complaint will include 10 devices - 5 plates, 3 screws, and 2 cancellous screws (3rd pc). For the overall complaint and product complaint follow-up activity will be documented in (B)(4) (1st pc). This report is for one (1) unk - plates. This report is for an unknown synthes plates, unknown synthes schuhli, unknown synthes screws, and unknown synthes cancellous screws. These impacted products capture the reported (B)(6) year-old female patient who had a decreased in comparison with the contralateral extremity, and the internal rotation was considerably restricted. This report is 4 of 6 for (B)(4). A copy of the literature article is being submitted with this medwatch.